Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the console was turned on and the self-test went well. After inflating the balloon, the first error appeared: "the system has detected a higher pressure than expected". Trouble shooting included turning the console off, unplugging the cables, restarting the console, and reconnecting everything, but the same error appeared. The balloon catheter was replaced and an error message was received stating that the system detected a programming issue in the catheter indicating a catheter status error. The cables were changed, the auto connection box replaced, the scavenging tube was unconnected from the wall, and turning the console off and on again, but the issues remained. The case was aborted and the patient was under general anesthesia. There were no complication with the patient.